Event description:
New information received notes the patient presented for a follow up in clinic on (B)(6) 2023 and programming changes to atrial sensitivity were made. A subsequent remote follow up (B)(6), 2023 showed the biventricular percentage was higher, the issue was resolved. The patient was stable.

Event description:
Related manufacturer report number: 2017865-2023-36667. It was reported that a low biventricular pacing alert was observed on the pacemaker. It was also noted that freeze capture of the electrocardiogram (egm) noted atrial undersensing. The low biventricular pacing percentage may have been a result of the atrial undersensing. The patient was pending a follow up in clinic for additional evaluation. The patient was stable.